Event description:
It was reported the device heats up and runs loudly. No injuries or complications were reported as a result.

Event description:
The incident occurred during a hip scope. The procedure was delayed by three minutes and completed with a backup device.

Manufacturer narrative:
A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with motor stall error and overheating. Cause of overheating and errors is a corroded motor/gearbox. The motor passed functional testing. The complaint was confirmed and the root cause has been determined to be corrosion of the gearbox assembly.